Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 6.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with six infusion sets on (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.